Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00757 the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a smart coil in the target vessel using a smart coil detachment handle and a non-penumbra microcatheter. However, after deploying a new smart coil in the target vessel, the physician was unable to detach this smart coil using the handle; therefore, the smart coil was removed. The procedure was completed using a new smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.